Event description:
Event description cpi received information that a patient implanted with a bipolar endocardial lead (4261) was experiencing inappropriate lead impedance readings that are greater than 1500 ohms. At this time no invasive procedure was performed, the patient is being monitored.